Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed error "call tech support" on (B)(6) 2016. No injury or medical intervention was reported. No additional patient or event information is available.